Manufacturer narrative:
The device is not available for evaluation. The lot number is unknown, therefore, a lot history cannot be performed.

Event description:
The event involves a 0.2 micron pediatric filter, rotating luer that the customer reported a leak of etoposide chemotherapy between the filter and trifuse. There was no report of patient involvement or adverse event.